Manufacturer narrative:
The device investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed type of infusion set used. Occlusions reoccurred. Customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to using manual injections for insulin therapy.